Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the right coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.